Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that while on vacation, the patient was not feeling well and went to the hospital. The hospital confirmed that the device was depleted. The device was explanted and replaced. During previous device checks, it revealed a remaining longevity of 1 to 3.5 years until its elective replacement indicator (eri). No patient complications have been reported as a result of this event.